Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, a broken crease sharp assessed as a fold flaw opening with non-penetrating nicks around the opening. Additional observations: ¿ crease flat observed in the device. ¿ observed 40 mm dark patch edge material inside gel device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side rupture and "hole - non-specific". The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Healthcare professional later reported left side "hole ¿ non specific" via an rga form. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. The device remains implanted.